Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. After further investigation, the event was likely caused by an accidental failure of the power supply unit.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The root cause of the reported issue was not identified. A probable cause could be due to the internal circuit board malfunctioned temporarily. The event occurred due to impact, other factors outside the product. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report could not be duplicated during testing. Testing results did reveal rust and corrosion, front and back cover damage and scratches on the screen however; the monitor passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the monitor has power problems. It was reported that the monitor is turning on and off every couple minutes. There was no patient involvement associated to this report.